Event description:
The caller reported they had an event which occurred back in august regarding a very obese patient with an 8 dct tracheostomy tube. The caller reported that the tracheostomy tube slipped out of the track and the distal end of the tube came out of the trachea and logged in the adipose tissue of the neck. The caller reported the patient was being ventilated at the time and the high pressure alarm sounded; attempts were made to re insert the tracheostomy tube without success and the patient died. The caller reported that due to patient size, the tube may have been too short. The caller reported she the tube was not available for return and she did not know how long the tube had been in place prior to the event.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.